Manufacturer narrative:
The battery charger 1 was returned to the manufacturer for analysis. Analysis found that the battery charger-1 pcba passed functional output bench testing. Visual inspection confirmed all led's lights passed. Installed battery charger-1 board in a test system and the system readied and charged as expected. 2d and 3d imaging was performed without issue. No battery, low voltage or unexpected power down occurred while under test. No functional problem was found. The battery charger 2 was returned to the manufacturer for analysis. Analysis found that the part failed bench and functional tests. Visual inspection confirm all leds did not light. Dut pcb d3h green led failed. D3h led was damaged; broken off and missing of pcba. All chargers output voltages and sense output voltage were within inspection parameters. Analysis found that the reported event was related to physical damage. The battery connector cable was returned to the manufacturer for analysis. Analysis found that the cable passed continuity testing. Visual inspection shows one wire coming from connector j7 was damaged and solder back together, but no damaged connectors or any electrically damaged cables were found. The cable was physically damaged. The charger connector cable was returned to the manufacturer for analysis. Analysis found that visual inspection showed no damaged connectors or any electrically damaged cables. It was unable to be bench tested due to the cable assembly being returned cut in multiple places. Analysis found that the reported event was related to physical damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the charger circuits were out of tolerance. The charger parts were replaced. The imaging system then passed the system checkout and was found to be fully functional. The charger parts have been returned and are currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that during the site's planned maintenance (pm), the medtronic representative noticed that the system's charging circuit was bad. There was no patient present when this issue was identified.